Event description:
The patient is middle-aged with a history of hypertrophic cardiomyopathy with hepatic congestion, cirrhosis and chronic ascites requiring frequent paracenteses and s/p bacterial peritonitis. The patient was evaluated for transplantation but deemed an inappropriate candidate. After a multidisciplinary evaluation he was advised to proceed with tricuspid valve replacement with planned perioperative right ventricular support last fall. Postoperatively, the patient required pressors and returned to the or for washout and device removal. The patient developed multiple complications including renal failure, bleeding complications and skin breakdown. The patient had a percutaneous trach placed approximately 2 weeks later for his prolonged ventilatory requirement. Approximately 3 days prior to percutaneous trach placement, an order was placed for fecal containment system by the np. The team reviewed the risk and benefits of placing the tube in this patient given the known bleeding risks and determined that the tube was needed due to the profuse drainage and risk of ongoing skin breakdown. The tube was inserted by staff nurse. Appropriate placement was confirmed and 45cc of fluid was instilled into the balloon to secure the tube consistent with manufacturer's recommendation. No leakage was noted. Over the next week, the patient tolerated the tube without complication. The patient was draining approximately 800 -4000 ccs/day. About a week after the order was placed for fecal containment system, the fecal containment system was felt to require irrigation. Approximately 50 ccs of saline were instilled by the staff nurse and resulted in stool and pill fragments draining from the device with the return of irrigant. Over the next 2 days, the tube continued to function as intended and the patient remained stable. Approximately 2 days later, the patient was noted to have bright red blood draining from the fecal containment system as noted in the safety report. The ICU intensivist was promptly notified and a surgical consult was called. The patient remained hemodynamically stable despite blood loss. Propofol was added as the patient was becoming restless and agitated prior to obtaining central venous access. The patient then became hypotensive requiring increasing amounts of vasopressors. The surgeon examined the anus and noted superficial erosion on the anterior rectal wall with some, slow bleeding that was controlled with a single 0-vicryl suture. Qwik-clot packing was placed.